Event description:
It was reported that the mega needle driver instrument wire was noted to be derailed prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.